Event description:
It was reported "iab inserted in cath lab and patient sent to or for bypass. During surgery, encountered 2 helium loss 3 alarms. Iab removed with concern of rupture, though no blood noted in helium driveline". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn #: (B)(4). The reported complaint for "helium loss 3 alarms" is confirmed based on the customer provided pho-tos with the complaint report. The photos show a portion of the recorder strip, and the balloon pres-sure waveform noted in the photos is consistent with a helium loss alarm. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iab inserted in cath lab and patient sent to or for bypass. During surgery, encountered 2 helium loss 3 alarms. Iab removed with concern of rupture, though no blood noted in helium driveline". The patient's current condition is reported as "fine".

Event description:
It was reported "iab inserted in cath lab and patient sent to or for bypass. During surgery, encountered 2 helium loss 3 alarms. Iab removed with concern of rupture, though no blood noted in helium driveline". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in sealed bio-hazard bag. Returned with the sample was the pump generated alarm strip, which shows multiple "helium loss 3, subcode 2" alarms. Upon return, the supplied teflon sheath was noted on the returned iabc. The one-way valve was noted tethered to the short driveline tubing. The bladder was fully un-wrapped. A bend to the iabc central lumen was noted at approximately 39.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer submitted photos were reviewed. Both photos show a portion of the recorder strip, and the balloon pressure waveform noted in the photos is consistent with a helium loss alarm. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 39.9cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss 3 alarms" is confirmed based on the customer provided pho-tos with the complaint report and the returned alarm strip. The attached photos show a portion of the recorder strip, and the balloon pressure waveform noted in the photos is consistent with a helium loss alarm. The returned alarm strips shows multiple "helium loss 3, subcode 2" alarms; however, during the investigation, the returned iab catheter was fully intact. No leaks or alarms were detected during the functional testing. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.